Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).

Event description:
Treatment of a small unruptured saccular aneurysm measuring 10mm x 8mm located in the cavernous segment of the left ica (internal carotid artery). Dual anti-platelet therapy was given. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the first pipeline (4.50mm x 16mm) did not appear to be opening proximally so it was removed from the patient. The second pipeline (4.50mm x 18mm) also did not open proximally so an attempt was made to remove it with a snare, but without success. The pipeline was then access through the a-comm (anterior communicating) artery and it was successfully opened by balloon angioplasty (an option presented in the instructions for use, u.s.). Post procedural angiogram showed slow flow into the aneurysm. The patient is currently fine. No patient injury was reported as a result of the procedure. Same event as MDR # 2029214-2014-00267.